Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated alert 38 events with consecutive motor stalls, repeatedly restarted, and became unable to proceed during insulin delivery attempts, resulting in failure to infuse insulin. Symptoms included hyperglycemia with blood glucose readings exceeding 300 mg/dl and associated nausea. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem associated with insulin delivery failure and implicated the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.